Manufacturer narrative:
This report is for an unknown 300mm steel pfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Additional product code: hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Typically pfna products are not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a proximal femoral nail anti-rotation (pfna) nail broke four weeks postoperative. The fracture of the nail occurred at the area of a recent bone fracture. The pfna did not break through a bolt or blade hole. The patient status/outcome was not provided. This report is for an unknown 300mm steel pfna nail. This is report 1 of 1 for (B)(4).